Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'air in line' which was reproduced. A review of the event history log identified the multiple presence of 'air in line!' Messages. The cause was determined to be an out of specification ultrasonic sensor with upper and lower upstream sensor readings. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line when there was no air in the line during testing at the biomed service department. There was no patient involvement. No additional information is available.